Event description:
It was reported that the user experienced a low glucose event, stated their meter read low, and required assisted treatment with glucagon; no seizure or loss of consciousness occurred. Symptoms included hypoglycemia. Outcomes included the need for assistance to treat the event. Investigation included attempts to obtain additional details via follow-up calls. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.